Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 65-year-old male of unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced access site bleeding that prompted the team to re-suture to the skin after the initial two percloses did not take. The patient is stable.

Manufacturer narrative:
The investigation into the reported access site bleeding - major issue has been completed since the original report was submitted. The device was not returned for investigation. The cause of the bleeding was improper angle matching since the repo hub was sutured flat to the patient instead of propped up at an angle. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.